Manufacturer narrative:
Update july 26, 2018. The footswitch from the reported event was returned to lumenis for evaluation. The foot switch was found to be of an older model which had been made obsolete in march.2016. An improvement was made in april 2016 through eco-0006227 to improve the reliability of the footswitch. A review of the current risk file (#3.3.1 in risk file rd-1124690_ab) shows that, given the above event, the likelihood of occurrence is negligibly small and still found as acceptable within full risk assessment. A two year historical review of similar product complaints revealed this to be a single incident. There had been no more reports of pulse 120 footswitches allegedly sticking during use. The footswitch has been retired and will not be returned to the facility.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility to obtain relevant information; an incident report was provided. An rn/clinical leader from the user facility had confirmed that no medical intervention was required to preclude patient injury, and no harm had been caused to the patient as a result of the reported event. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. A review of p120 product risk file shows this is an anticipated risk (#3.3.1 in risk file rd-1124690_u) which has been quantified and found to be likely to lead to a serious injury if malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive actions are required. Although no injury was reported, this malfunction might lead to serious injury should it recur, and in an abundance of caution, lumenis is reporting this malfunction. Lumenis is continuing its investigation of the reported event, and will file a follow-up MDR when additional information becomes available.

Event description:
A user facility reported that during a hole procedure in which a lumenis p120h laser system was being used, the device operator lifted their foot off the footswitch during the laser enucleation part, and the footswitch remained 'stuck'. As the rn went for the emergency button the doctor had informed the rn that the footswitch was functional again, and the procedure was completed using the same device, with no report of injury caused to the patient.